Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigma procedure, blade broken, was removed through the trocar. Another device was used to complete the procedure. There were no adverse consequences for the pt. No further info is available.